Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, at the patient's last appointment with a manufacturer representative (rep) and a healthcare professional (hcp), the rep was unable to access the patient's implantable neurostimulator (ins) with the physician programmer. They noted that it was not recognizing the ins. The patient also noted that they were using the physician programmer because the patient forgot their patient programmer. They patient also inquired about the longevity of the ins, saying that they were told by the rep and hcp that they could check the ins charge level with their patient programmer. The patient was going to follow-up with the hcp for the longevity calculation. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.